Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). An MRI tech called indicating that the patient¿s husband said the device hasn¿t been working for 3-4 years. Technical services reviewed MRI guidelines with the caller. There were no patient symptoms reported and no complications reported.